Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the charging failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs did not reveal any abnormalities with the internal battery, however, the logs showed that the battery charge was decreasing despite the device being connected to the main ac power. A total power failure event was recorded in the device logs due to a depleted internal battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device charging failure was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.